Event description:
It was reported that the patient had multiple back surgeries, however, it is unknown if they were device related.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation results the ipg was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.